Event description:
The physician reported during an angiography, when the wire in question was used in conjunction with a non-boston scientific catheter, the "friction disappeared suddenly". As a result, the physician reported he thought that the wire had broke. The physician pulled out the guide wire along with the microcatheter, and the broken distal wire out all together. The procedure was completed with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.